Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the patient observed air bubbles in the patient line of an integrated apd set with cassette. The patient was connected when the event occurred. During troubleshooting, nothing was found that could have caused or contributed to the reported air. The technical services representative assisted the patient in ending therapy and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.